Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs leaked during use. The following was reported by the initial reporter: "it was reported that the syringe leaks during the injection. Verbatim: consumer/caller - finding syringes that leak during injection. Site is wet after injection. Did not notice if leak came from syringe or from the site. User of syringes for over 20 years with no prior issues. Lot # 9336973d. Item # 328468occd. Date (B)(6) 2021. Sample status awaiting sample".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9336973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for cracked hubs as no samples and/or photo(s) were received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs leaked during use. The following was reported by the initial reporter: "it was reported that the syringe leaks during the injection. Verbatim: consumer/caller - finding syringes that leak during injection. Site is wet after injection. Did not notice if leak came from syringe or from the site. User of syringes for over 20 years with no prior issues. Lot # 9336973ditem # 328468occd date 01/08/2021sample status awaiting sample".